Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 450 mg/dl and the pump said 320 mg/dl. Customer declined to troubleshoot for high blood glucose value and treated with bolus and manual injection. The sensor was returned for analysis.